Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11916. It was reported the pt had invalid impedances on the lead. The physician opted to replace the lead and the extension with two new leads. It was reported the procedure took over an hour, and the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.